Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved testing of the actual/suspected device and a trend analysis. The investigation found a fracture problem but the cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
According to the customer, during the removal procedure performed by the surgeon, the drain "simply broke" and a fragment remained retained in the patient. Due to the retained drain fragment, the patient required return to the operating room for a surgical intervention. A laparoscopy was performed to locate and remove the retained fragment. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, during the removal procedure performed by the surgeon, the drain "simply broke" and a fragment remained retained in the patient. Due to the retained drain fragment, the patient required return to the operating room for a surgical intervention. A laparoscopy was performed to locate and remove the retained fragment.